Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 04/21/2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. The harvesting device was returned inside the cannula. There were no visual defects observed on the harvesting device. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. The cannula was observed to be intact with no visual or physical difficulties observed. The c-ring was observed to be intact with no physical or visual difficulties defects observed. A mechanical evaluation was conducted. The blue toggle was manipulated to retract and extend the c-ring. There were no visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure '"break-c-ring" was not confirmed. The lot # 3000299554 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 c -ring "split" down the middle of the "c" part, while attempting to retract the vein. No parts fell off of the device/ no need to retrieve parts from the patient. The device was intact, only cracked/split down the middle of the c ring. There were no adverse effects/events. There was no stoppage of surgery. Another device was opened and used to complete case. The surgery continued uneventfully with no further issues. There was no patient injury.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 c -ring "split" down the middle of the "c" part, while attempting to retract the vein. No parts fell off of the device/ no need to retrieve parts from the patient. The device was intact, only cracked/split down the middle of the c ring. There were no adverse effects/events. There was no stoppage of surgery. The surgery continued uneventfully with no further issues. There was no patient injury.

Manufacturer narrative:
Trackwise (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.